Event description:
Patient revised on (B)(6) 2020 due to dislocation 5 days after primary surgery. Surgeon explanted 32/+6 standard humeral cup and replaced it with a new 32/+6 standard humeral cup and a +9mm humeral spacer.